Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 6.6 inr. The corresponding lab result reported was 4.0 inr. The patient's coumadin was held for one day. The reporter declined product replacement.